Event description:
The haptics of the lens were found damaged upon the opening of the lens carrier.

Manufacturer narrative:
Results: the lens was received positioned incorrectly in the open carrier with visible dried solution on the lens optic. One haptic of the lens was found bent. Due to the conditions in which the lens was received, the cause for this malfunction cannot be determined.